Event description:
The day after discharge the pt returned to the hospital after developing a change in mentation. This mental change was persistent. There was also some questionable weakness of the left arm during initial eval. The pt was diagnosed with an ischemic stroke. A female pt was consented to the study in 2008. The index procedure was completed eleven days later, and pt was asymptomatic. The target lesion location was the ostium of the right internal carotid artery. There was no occlusion in the contralateral carotid. Qualitative lesion calcification was described as mild and concentric. Vessel tortuousity by visual inspection was mild. The rate of stenosis was 90%. An angioguard distal protection device was used, and deployed distal to the lesion. Pre-dilatation of the lesion was performed. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The final target stenosis was 0%. There was no debris found in the basket upon retrieval of the angioguard device. The procedure was completed. The pt left the angio suite neurologically intact. The pt was discharged three days later. The pt was alert and oriented at discharge. The day after discharge the pt returned to the hospital after developing a change in mentation. This mental change was persistent. There was also some questionable weakness of the left arm during initial eval. A CT of the brain showed no active disease, and mostly atrophy. The physician stated that very likely there are bilateral frontal infarctions that were not seen on the CT scan, and it is possible that as there may have been a shower of emboli from the stent placement.

Manufacturer narrative:
The product was not returned for eval and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Add'l info to be submitted 30 days upon receipt.